Manufacturer narrative:
Sample collection information has not been supplied to date. The customer centrifuges samples for fifteen (15) minutes at 3000g. Qc information has not been supplied to date. Per the customer supplied documentation, a routine system check was performed on (B)(4) 2011 which passed within instrument specifications. There was no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci), in regards to obtaining erratic thyroid-stimulating hormone (tsh) results within the normal reference range for one patient that were generated by the access 2 immunoassay system. Subsequent testing of a second sample produced reproducible higher results within the normal reference range. It is unknown if patient treatment was affected in this event.